Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The consumer's mother was pushing her son in the chair outside, when the right rear wheel allegedly fell off, causing the chair to flip over on the right side with her son still in the chair. No serious injury is alleged.